Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to moisture damage on the keypad traces. The pump alarmed compromised force sensor system during the displacement test at 4 pounds due to moisture damage on the force sensor resistor. There was no moisture damage on the electronics and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and button error. The customer's blood glucose was unknown at the time of incident. The customer stated that they were trying to prime the reservoir then the insulin started shooting out. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.